Manufacturer narrative:
A mfg review was conducted. The lot met all release criteria. This is the only complaint reported to date for this lot number and these failure modes. The device was returned. The investigation is confirmed for a catheter detachment, as the outer catheter detached at the proximal balloon glue joint and the balloon was not returned for eval. The investigation is also confirmed for retraction problems, as physical evidence of retraction issues was present (i.e. Bunching of the introducer sheath and flared distal tip). The investigation is inconclusive for deflation issues, as the balloon was not returned and functional testing could not be performed. It is likely that issues retracting the balloon through the introducer sheath caused the outer catheter detachment. However, the definitive root cause for the deflation issues could not be determined based upon the available info.

Event description:
It was reported that the pta balloon would not deflate after an inflation in a mid-arm fistula in the cephalic vein. A needle was inserted through the skin to deflate the balloon. There was no reported pt injury.